Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, both case handles were broken off. It was also noted that the left keyboard hinge was broken, the upper hinge plate was cracked and the programmer link electronic module (lem) circuit board had a loose electrocardiogram (ECG) connector. (B)(4).

Event description:
It was reported that the programmer needs a new handle. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.